Event description:
During an elective laparoscopic cholecystectomy, while inserting the trocar, the top came off. The trocar was removed off the field and another trocar utilized. The pt evidence no sequelae.